Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. There were 4 - patient alerts for svc(hvx) lead z between (B)(6) 2013. Weekly pace lead trend data shows an increase for max svc= 77 to 16382 ohms peak between (B)(6) 2013.

Event description:
It was reported that the subcutaneous coil had unstable impedance due to a possible fracture. The coil was capped and replaced. No patient complications have been reported as a result of this event.